Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 9.2 mmol/l. The caller stated that the insulin pump did not appear to have had any signs of physical damage. The insulin pump had not been dropped, bumped nor exposed to moisture. The caller advised that the battery cap looked okay and that the insulin pump was currently working fine. The alarm history showed an occurrence of an off no power and bad battery alarm on (B)(6) 2015. Advised the caller that a replacement battery cap would be sent. Nothing further reported.